Event description:
Per the clinic, the patient experienced severe edema around the implant site. The patient underwent treatment with steroids and antibiotics (date and type not reported); however, the edema reoccurred. During a surgical procedure to reposition the implant, it was discovered that the internal magnet had become dislodged. The magnet was removed, and clinical symptoms were resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.